Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a heart attack. It was also noted that the device was not quite five years implanted but already showed less than three months remaining. Boston scientific technical services (ts) reviewed how the battery impacted by higher energy pacing. The patient was referred to the physician. Additional information received indicated that higher thresholds were noted which causes very high battery drain. As of this time, this crt-d remains in service. No adverse patient effects were reported.